Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s battery was not charging while on the battery charger. The battery indicator lights were flashing red when placed on the charger. They also reported that the battery was not providing power when connected to the controller. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; the reported event can be attributed, but not limited, to a faulty integrated circuit, improper weld, soldering defect and/or due to a charge time-out of eight hours. If information is provided in the future, a supplemental report will be issued.